Manufacturer narrative:
Concomitant products: product ID: neu_unknown, implanted: (B)(6) 2015, product type: unknown.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s ¿anchor popped out¿ and they were going to perform a revision surgery to anchor it back down. The caller stated that the patient woke up about a week ago and had pain at the anchor site but were still getting therapy. The caller reported that it was unknown what caused the issue, but an x-ray showed the anchor was no longer tacked down. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they were not sure if it was the left or right lead involved with the issue. An x-ray taken showed the anchor was ¿pushed up¿. Surgery was performed on (B)(6) and the problem was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.